Manufacturer narrative:
The returned product was examined under magnification. The screw showed damage around the hex recess on the head, with scratches and denting along the edges and around the surface of the head. The screw showed a silver color at the very tip as well as along the closest thread surface to the tip where the yellow anodization had worn away. It is not possible to determine if the damage seen around the hex recess or the anodization wear occurred during implantation or removal. Additional mdrs associated with this event: 3025141-2022-00018: screw 2, 3025141-2022-00019: screw 3, 3025141-2022-00020: screw 4, 3025141-2022-00021: screw 5, 3025141-2022-00022: screw 6, 3025141-2022-00023: screw 7 3025141-2022-00024: screw 8, 3025141-2022-00025: plate.

Event description:
While explanting hardware from the patient (during routine hardware surgery), the surgeon found four broken screws. It is not known if the screws were broken during removal surgery or were broken post-op (the first surgery). Broken portions of each screw were left implanted.

Manufacturer narrative:
H3: the returned product was examined under magnification. The screw showed damage around the hex recess on the head, with scratches and denting along the edges and around the surface of the head. The screw showed a silver color at the very tip as well as along the closest thread surface to the tip where the yellow anodization had worn away. It is not possible to determine if the damage seen around the hex recess or the anodization wear occurred during implantation or removal. Additional mdrs associated with this event: 3025141-2022-00018 follow up 1: screw 2, 3025141-2022-00019 follow up 1: screw 3, 3025141-2022-00020 follow up 1: screw 4, 3025141-2022-00021 follow up 1: screw 5, 3025141-2022-00022 follow up 1: screw 6, 3025141-2022-00023 follow up 1: screw 7, 3025141-2022-00024 follow up 1: screw 8, 3025141-2022-00025 follow up 1: plate.